Event description:
Boston scientific received information that overnight after the implant procedure stored electrocardiograms noted possible non sustained ventricular tachycardia (nsvt) which were suspected to be air bubbles in the device header. An inquiry was sent to technical services (ts) for review. Upon review ts agreed that the events were likely airbubbles escaping the sealplug. Noise/oversensing was seen on the right ventricular channel with reported asystole for greater then two seconds. Ts discussed that the observations will likely resolve itself as pressure inside the device reaches equilibrium. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.